Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley. The thermal damage was located near the grip cables at the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three of three attempts. The instrument delivered energy without any issues on three of three attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's plastic cover exhibited burn marks. No known impact or patient consequence was reported.